Manufacturer narrative:
Concomitant medical products: additional information regarding screws and concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information provided reveals the four (4) 7.0mm side-opening screws were also noted to be loose. Concomitant devices reported: titanium nut 11mm width across flats (498.003, lot number unknown, quantity 4), 6.0mm titanium collar (498.010, lot number unknown, quantity 4), 6.0mm titanium hard rod 50mm (498.102, lot number unknown, quantity 2).

Manufacturer narrative:
Date of event is unknown. Additional device product code: mnh, kwp, kwq, nkb. (B)(4). Explant date is not applicable since revision surgery occurred on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had original surgery on (B)(6) 2016 for a posterior spinal fusion at l5-s1 disc levels. Patient was implanted with the uss universal spine system implants. Two (2) 6.0mm rods, four (4) 7.0mm side opening screws, four (4) 11mm width nuts and four (4) 6.0mm ti collar implants. On an unknown date post-operative, patient presented with a non-union and pain. On (B)(6) 2017, surgeon replaced all the screws with four (4) side opening screws that were 1mm larger diameter screws. Also, new uss rods, nuts and collars were re-implanted. Revision surgery was completed successfully with no time delay. Hospital has retained the implants. Patient is reported in stable condition. Sales consultant has no more information to report on this event. This is report 9 of 14 for (B)(4).